Event description:
During the procedure, this stent was deployed and broke in half causing migration. The team identified this and parked one piece in a place that did not obstruction flow as it was deemed unsafe to remove due to it's large size.